Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed, and no anomalies were found. It was also noted that the distal conductor had blood/body fluid (not obstructed), the outer insulation was melted, the outer insulation had cosmetic environmental stress cracking, the outer insulation had a cosmetic depression, and there was apparent explant damage.

Event description:
It was reported that the left ventricular (lv) lead had increasing thresholds beginning shortly after implant. During the implant, the physician had noted phrenic nerve stimulation and pulled the lead back until the stimulation was gone. The lead was unstable after implant. The lead was removed and replaced. No patient complications were reported as a result of this event.